Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to a flattened button dome switch. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the insulin pump had act and up buttons that would not stick any longer. The customer's blood glucose was 175 mg/dl. The caller stated that the issue happened several times. He noted that they did not click any more. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.